Event description:
On (B)(6) 2014, the distributor contacted animas alleging a power (battery life) issue. It was stated that the battery life was shorter than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed that the last basal delivery was on (B)(6) 2014. The black box showed no evidence of short battery life. No short battery life was duplicated during testing; all of the pump¿s currents were found to be within specifications. No intermittent condition was found to the power circuit. The battery life issue was not able to be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.